Event description:
The facility reported an incident of the pump falling from an IV pole. After the pump was placed on the IV pole, the pump fell from a three foot height while still attached to the pole. The device was not in patient use at the time of the incident. No patient or user injury reported. No additional information available.